Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During testing, the reported issue was confirmed: the air supply and water supply volumes did not meet with specifications due to clogging at the nozzle. In addition, the device did not meet with water removal ability. Additional testing showed the bending angle in the up direction did not meet with specifications and the up/down knob had excess play. These directional issues were caused by a worn angle wire. Finally, forceps could not be inserted smoothly into the instrument channel due to a dent at this area. Visual examination found the following issues: the connecting tube was dented, scratched and wrinkled; the light guide lens adhesive was peeled; the scope connector was discolored and scratched; the scope cover plate was faded and detached; the suction cylinder was sheared; the control unit was discolored; and the bending section cover adhesive was chipped. The following components were scratched: universal cord protector; universal cord; hand grip; scope cover; switch box; lock engagement lever; lock engagement knob; up/down knob; right/left knob; control unit; and bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope had a defective air and water supply. The issue was detected during inspection prior to a diagnostic procedure. The procedure was completed. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.